Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited low p-waves and loss of sensing. The lead was not used, and a new lead was implanted. The patient condition was stable.

Manufacturer narrative:
The manufacturer registration number should be 2017865-2023-00005.